Event description:
Fever [pyrexia], warm knee [joint warmth], knee effusion [joint effusion], painful knee [arthralgia], swollen knee [joint swelling]. Case description: spontaneous report received on 04-may-2009 from a physician regarding a (B)(6) female patient, initials (B)(6). The patient's relevant medical history is not available. On unspecified dates the patient received a series of synvisc injections, for osteoarthritis, administered via intra-articular route at a dose of 2 ml in an interval of one week apart. In (B)(6) on an unspecified date, after the third synvisc injection, the patient experienced a warmth in the knee, knee pain, and knee swelling that were severe in intensity and required intervention according to the physician. The patient also experienced having a fever and he was treated with antibiotic augmentin (amoxicillin). On an unspecified date fluid paracentesis was performed three times and 75-80 ml of knee fluid was withdrawn. The knee fluid was pale and articular fluid cultivation was reported as being negative. As of the date of receipt of this report, the patient recovered. The physician assessed the relationship between reported events and synvisc as probable. On 06-may-2009 the investigation summary was received. The production and quality control documentation for lot# uo8112 with expiry date may 2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Please refer to (B)(4) for events reported by the same physician.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# uo8112 with expiry date may 2011 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.